Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6), france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report related to an essenz console. In detail, servo-controls were lost: when an alarm occurred, the arterial pump did not stop. There was no patient injury.

Manufacturer narrative:
H11: based on the available information, the root cause of the event is a profile distribution failure on the arterial pump. This issue occurs after profile selection and leads the involved pump to run in minimal mode (i.e. The pump can be controlled via rpm, but no role and no flow value is shown and not stoplink function is active with the monitoring functions). Reported event was experienced with hlm software version 1.4.1. The failure has been investigated and found to be related to a software anomaly whose causes have been mitigated with essenz software version 1.5. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See initial report.

Manufacturer narrative:
H11: log files of involved unit were provided but incomplete; investigation is still on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.